Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and fecal incontinence. The reason for call was caller requested assistance with activating MRI mode. Walked caller through connecting with handset/communicator and patient said that handset indicated it "can't find it...as usual". Upon further information, it appeared the expected screens were showing indicating handset was attempting to connect and then it connected to ins without issue. Patient stated that it is not easy to connect to ins with handset and they wouldn't recommend this to anyone. After successfully activating MRI mode, caller stated that MRI mode indicated ins location was on the left, but they were currently holding the communicator on the right side of patient's body. Reviewed that registration also shows left side and that patient would have two incisions. Patient indicated when they were trained on equipment, they were working on the right side so maybe this is why they have difficulty communicating with ins. Had caller attempt to palpate for ins but they stated they couldn't really feel anything on the left or right side. Reviewed ins location of left or right wouldn't affect MRI eligibility but patient should see hcp to confirm that information is accurate. The troubleshooting steps that were taken on the call resolved the issue. Additional information was received from the patient. They reported that the cause of it not being easy to connect to the ins is unknown. Their file says that their implant is on their left side, but they were told that it was on their right side. They used the side they were told which was different than in their file. It is difficult to connect most times. The issue is not yet resolved. The cause of them not being able to feel the ins on the right or the left side cold not be determined. What most likely caused the issue was miscommunication between the patient and what is in their file. They think this should be pursued. The issue is not yet resolved.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.